Event description:
Frequent occlusion alarms were reported, interrupting insulin delivery. There was no reported impact to the customer's blood glucose level. The customer declined further follow-up, and the event was documented by the technical support team without any additional actions.